Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experienced elevated bg levels in the 400's mg/dl and ketones; no value was provided for the ketone level. A manual injection was administered to address the bg levels. During a pump system check the contact reported that the customer received an occlusion alarm. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Contact alleged that there was an underlying issue for the occlusions alarms and the elevated bg levels. The contact was to change the customer's cartridge and infusion set to resolve the occlusion alarm and high bg. After performing troubleshooting with tandem technical support, the customer received a valid minimum fill estimate. The contact successfully loaded a new cartridge onto the pump. During a follow-up, it was reported that the customer's bg levels were "better" now and that a possible ear infection may have contributed to the customer's elevated bg levels.